Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient reported pain due to a hematoma. It was noted that the patient had fallen weeks prior to implant and may have developed the hematoma then. The physician decided to remove the leads and the patient recovered without sequelae. The patient was receiving effective chronic pain relief prior to the lead removal.